Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated. With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead greater than 3000 ohms. The involved lead is a non boston scientific product. Technical services (ts) was consulted and recommended that the patient be brought in for further evaluation to confirm a lead fracture. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead greater than 3000 ohms. The involved lead is a non-boston scientific product. Technical services (ts) was consulted and recommended that the patient be brought in for further evaluation to confirm a lead fracture. No adverse patient effects were reported. This device system remains in service.